Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. They saw the elective replacement indicator (eri) on (B)(6) 2017 and on (B)(6) 2017 they saw the end of service (eos) message. They notified their healthcare professional (hcp) on (B)(6) 2017. They also contacted their manufacture representative (rep). They first noticed the end of life message on (B)(6) 2017. They have not experienced any symptoms related to the implanted device reaching its end of life. They were going to adjust it and turned the control on and that¿s when they got the code. Their hcp is submitting a request to their insurance for approval to have the battery replaced. They are waiting for approval from their insurance. The patient is upset that they have to have it replaced already. They were told that it would last 3.5 years and it has only been a little over a year. They usually have it on 55% and like 480 hardly ever turn it higher. Additional information was received from the rep on 2018-jan-04. The rep could not remember when they were made aware but they did know about the issue. The cause of the eos was due to the patient using very high settings 24/7. The eos was normal. The replacement is scheduled for (B)(6) 2018. The battery would not be returned for analysis because the replacement is due to a normal eos. The information was confirmed with the physician. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. Dissatisfaction with the longevity of a primary cell ins was reported. The ins had reached end of life (eol) after only a little over a year. It was reported the settings were not high; they "were on 55%" and "like 480 all the time". The patient was told the ins would last 3-5 years. It was noted the patient was upset because they would now have to have another surgery to replace the ins. No symptoms were reported. No further complications were reported or anticipated.